Event description:
Customer reported the monitor went out during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor pcb. System operates as intended.